Event description:
It was reported that patient presented for scheduled procedure. During procedure it was noted that right ventricular (rv) lead exhibited unspecified helix rotation issue and helix could not be extended. The lead was ultimately not used and replaced with new lead. There were no patient consequences.